Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for spinal pain, non-malignant pain, and degenerative disc disease. It was reported since pump was implant on (B)(6) 2016 that pump interferes with other implanted devices when patient bends over or sits down. Patient stated she told her healthcare professional at her last appointment. No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.